Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: according to the information provided, it was reported by the clinical research team that the physician has provided report for clinical evidence on safety and performance of gryphon peek w/dnc. The failures were reported as follows: patient#: (B)(6) - 2nd anchor broke during insertion. Patient#: (B)(6) - suture did not slide well leading to suture breakage. Patient#: (B)(6) - 1st anchor broke during insertion. Patient#: (B)(6) - suture did not slide well leading to suture breakage. Patient#: (B)(6) - 1st anchor dislodged from bone during knot tying. Patient#: (B)(6) - anterior/ lateral thigh numbness. No patient names or contacts information were provided, therefore no follow ups can be completed at this time. Since the complaint devices were not returned, we cannot determine a root cause for the reported failure. If the devices are received in the future, we will reopen the complaint and perform the investigation as appropriate. Given that no lot numbers were provided, a manufacturing record evaluation (mre) review cannot be performed. If the lot numbers becomes available, the mres review will be performed. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
This report is for an unknown implant. Part and lot number are unknown. Without the specific part number; the UDI number, 510-k number and manufacturing site name are unknown. Complainant part is not expected to be returned for manufacturer review/ investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the physician through clinical research that during a bankart repair of the right shoulder procedure performed on (B)(6) 2019 using an unknown gryphon peek w/ dynacord implant device, it was observed that the suture did not slide well leading to suture breakage. There were no adverse patient consequences reported. No additional information was provided.